Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, smoker, complication in site preparation, bone too soft; implant would be too deep to restore (bone grafting after implant was removed.).